Event description:
The doctor found that the lag screw protruded the joint surfaces of femoral head, another surgery was done to remove the lag screw and a/r lag screw out of the patient's body.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.